Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the stent delivery wire was kinked and broken. The stent was also noted to be deformed and deployed prematurely during use. Functional could not be performed based on damage to product. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The probable cause was associated to the kinked microcatheter, during the clinical procedure, which could have attributed to the damage of the device, therefore a cause of procedural factors has been assigned to this investigation.

Event description:
Analysis of the returned device found that the stent was deployed prematurely during use. In addition, it was revealed that the stent delivery wire had broken/fractured inside patient. There was no clinical consequences to the patient as a result of this event.